Event description:
It was reported that a malfunction had occurred, with malf 06 displayed and fault ID 0x2189, which was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, cts sent a replacement pump and instructed the customer on how to return the malfunctioning pump. Furthermore, the customer was advised on storage mode and provided with a backup insulin pump for continuous insulin delivery.